Event description:
Today I have been in severe pain but it wouldn't let me pick the actual day this started; this started right after I had essure implanted into my fallopian tubes (B)(6) 2012; I was in severe stomach and pelvic pain and a few days later, I had a thick amount of scar tissue or something fall out. I took it to my doctor and they said it wasn't a miscarriage, duh I already knew that it had to be something from my surgery. I have developed ibs from this device, hot flashes and so much stomach pain; I can't take it sometimes and have been put into the hospital and I have no injury, constant itching my legs and body, severe headaches and lightheadedness. This device needs to be off the market, the side effects are bad. I will come back and add on my lab reports and hospital reports. (B)(4).